Event description:
It was reported that while using (15) bd vacutainer® sst¿ ii advance plus blood collection tubes, the phlebotomist observed the tube was not filling up. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-may-2025. Investigation summary: bd received four samples for investigation. These samples underwent functional tests, and the issue of underfill was not observed as all four samples performed within specification. Additionally, 20 retained samples underwent the same functional tests, and all drew within specification as well. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using (15) bd vacutainer® sst¿ ii advance plus blood collection tubes, the phlebotomist observed the tube was not filling up. There was no health impact or consequence reported.